Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("excessive bloating"). Essure treatment was not changed. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ right pelvic pain") in a 36-year-old female patient who had essure (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included normal electroencephalogram. Concomitant products included panadeine co (tylenol #3) since 2013 and sertraline since 2013. In 2006, the patient had essure inserted. In 2009, the patient experienced crying ("hormonal changes describe: weepiness"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal); uti") and nausea ("nausea"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). On an unknown date, the patient experienced abdominal distension ("excessive bloating"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes);oophorectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the abdominal distension, crying, urinary tract infection, anxiety, depression, bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue, weight increased and irritable bowel syndrome outcome was unknown. The reporter considered abdominal distension, anxiety, bladder disorder, crying, depression, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received. Her demographic was added. Lot no added. Following event : hormonal changes describe: weepiness, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal); uti, psychological or psychiatric problems condition: anxiety, depression, bladder problem, urinary tract disorder, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: irritable bowel syndrome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ right pelvic pain") in a 36-year-old female patient who had essure (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included panadeine co (tylenol #3) since 2013 and sertraline since 2013. In 2006, the patient had essure inserted. In 2009, the patient experienced crying ("hormonal changes describe: weepiness"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal); uti") and nausea ("nausea"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). On an unknown date, the patient experienced abdominal distension ("excessive bloating"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes);oophorectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the abdominal distension, crying, urinary tract infection, anxiety, depression, bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue, weight increased and irritable bowel syndrome outcome was unknown. The reporter considered abdominal distension, anxiety, bladder disorder, crying, depression, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.